Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. After charging the pump for an hour, the pump display turned on briefly, displaying one line across the screen, and subsequently turned off. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown was verified, however the touchscreen issue was unable to be confirmed.